Event description:
While physician was doing a cystoscopy, the cysto grabber had a piece break and fall into bladder. Physician was able to retrieve the piece. No harm to pt. The product is re-sterilized at the facility.